Manufacturer narrative:
The event: catheter torn. Visual evaluation of the returned device presents the working length twisted and the distal pierce hole melted/torn. Due to the torn distal pierce hole, the cutting wire was displaced by about 11mm, thereby shortening the exposed cutting wire length. As a result, the device failed to bow. Review and analysis of all available information indicated the most probable root cause for this event was operational context as procedural or anatomical factors could have affected the device integrity and performance. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the device was positioned inside the patient, after cannulation the device failed to bow. No visible damage was noted to the device. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed reportable based on the investigation finding: catheter torn.